Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for pre-dilation. However, during inflation when rated burst pressure was applied, it seemed that the balloon got trapped in the calcification and the balloon ruptured. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.